Event description:
During an egd procedure to ligate esophageal varies, the physician used a cook endoscopy six-shooter saeed multi-band ligator, during the procedue the barrel of the device detached from the distal tip of the endoscope into the patient's stomach. The barrel was left to pass naturally. An injury to the patient was not reported.